Event description:
The pt fell down some steps. Sometime after the fall, the implantable neurostimulator (ins) overdischarged. The ins was brought out of overdischarge and recharged. When the ins was read, there were open circuits and the pt had no stimulation. The pt had an appointment with a physician to discuss a revision. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).